Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: after investigation, the patient underwent total hip replacement surgery in the hospital due to femoral neck fracture on (B)(6) 2024. (B)(6) was implanted during the surgery. The hospital reported that the surgery went smoothly, the postoperative rehabilitation of the patient was unknown, and the patient often had squatting action in daily life. One year after the surgery, it was found that the patient's liner showed severe wear, and there was a clicking sound during movement, accompanied by pain. The doctor performed a second surgery to remove the implant in advance. During this period, the bacterial culture result was negative the specific samples and examination items were unknown. The patient was in stable condition now, and no subsequent adverse event report was received.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Corrected: e1 facility name.

Event description:
This case is from the health authority. One year after surgery, the inner lining was severely worn and there was a clicking sound during movement, accompanied by pain. Later, the patient was admitted to the hospital.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.